Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user changed the needle and continued to experience resistance. Reportedly, the user inserted the needle into a different part of the septum and successfully filled the cartridge. There was no impact to the user's blood glucose level.